Event description:
It was reported that pump display showed a lighter shade around corners and on right side, which made screen unreadable and affected ability to interact with pump. There was no adverse impact to the customer's blood glucose level. Customer continued to use current pump while relying on mobile app for interaction and dosing, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place pump in storage mode before return, advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement, and directed customer to return problematic pump using prepaid label within 10 days, which customer acknowledged.